Event description:
It was reported that the external pulse generator (epg) was found not pacing during use on a patient. The epg may have turned off without the low-battery indicator being turned on and was reportedly not blinking. It was further reported that the recommended battery was not used. The epg was returned. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found no anomalies during functional test. When the battery returned along with the device was used, the voltage depleted down to 6.66v where the low battery indication was noted. (B)(4).